Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. (B)(4). Summary of investigational findings: filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2013. Alleged fracture." Patient allegedly received an implant on (B)(6) 2013 via the right common femoral vein due to recurrent pulmonary embolism (pe) and deep vein thrombosis (dvt). Per implant report dated (B)(6) 2013: "an 18g cook needle was used to access the right common femoral vein." "The filter was then placed between l3-l4. Once the correct position was verified using fluoroscopy the sheath was withdrawn deploying the filter." Per report from CT (computed tomography) dated (B)(6) 2018: "tilt: 0 degrees. Apex of the filter abuts the ivc wall: no. Position: appropriately positioned below the most inferior renal vein. Perforation beyond ivc wall: 5mm. Involvement of an adjacent organ or vessel: a prong extends into the origin of the right gonadal vein. Fractured and/or migrated strut fragments: none. Stenosis of ivc: none." Patient outcome: alleged pain post implant.